Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that failed to detach. It was reported that the concerto coil and all accessory devices were prepared according to the instructions for use (IFU). They physician attempted to detach the coil 3 times with the first instant detacher (ID) and then attempted another 3 times with a different instant detacher but the coil could not be detached. No attempt was made to detach the coil manually with the hypotube. There was no patient injury.

Manufacturer narrative:
H3: the concerto coil was returned for analysis. The concerto pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. This indicates that no detachment attempts were made with the concerto coil. No bends or kinks were found with the pusher. The concerto coil was returned within its introducer sheath. No damage was found with the introducer sheath. However, there was a presence of blood at the pusher within the proximal end of the introducer sheath. The implant coil was found stretched within the introducer sheath with the polypropylene filament broken. Due to its damaged condition the implant coil could not be removed from within its introducer sheath for further analysis. Based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed. As the concerto pusher actuator interface was found intact this indicates that either a detachment attempt using the instant detacher (ID) was not performed or the instant detacher did not perform as intended. The instant detachers used in the event were not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.